Event description:
It was reported that a vns patient was seen on (B)(6) 2017 and upon checking the vns device it showed high impedance. X-rays were taken but were reported to be negative. The patient was referred for surgery. Follow-up from the company representative provided that the systems diagnostics performed in pre-op did not show high impedance. The generator was replaced and the new device showed high impedance. The nerve was irrigated, and the pin was re-inserted, but high impedance was still seen. The surgeon chose not to replace the lead at that time. At the end of the surgery diagnostics were performed again and were within normal limits. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted generator was received and analysis was completed. The device exhibited current consumption rates that were within specification, demonstrating normal battery depletion. Except for the low battery condition, the device performed according to functional specifications, and no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation with the new generator that was implanted. The device has since been disabled. No known surgical intervention has occurred to date with the lead.